Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.